Event description:
The patient's mother reported that the pump was resetting itself without intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplement report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no activity outside normal use noted in the pump history. A review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The date of the reported incident was (B)(6) 2008; the pump histories indicate that the pump was in use until (B)(6) 2011, therefore the data for the date of the reported incident is unavailable for review due to continued pump use. There was no damage found to the battery compartment. The battery cap was not returned with the pump for investigation; a test cap was used to complete investigation. The pump powers on appropriately with no alarms. The pump was exercised for 29 hours with no power issues or insulin delivery issues occurring. The pump electrical draws were found to be within specification, and there was no damage found to the power circuit. There was no defect found on investigation; the complaint could not be confirmed or duplicated.